Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The precise cause for a broken nipple on the finger could not be determined. The mating part (needle) was not returned along with complaint device. Function test could not be performed due to the related condition. Unrelated, laser markings on the handle became rusted and discolored. The condition of the device was consistent with questionable user handling and expected wear with use.

Event description:
It was reported that during a shoulder arthroscopic procedure, the ar-13997sf, would not grasp correctly. The case was completed by using another ar-13997sf without further issue.